Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic lesion. The procedure was done emergently do to the symptomatic aaa. Nothing unusual was noted during device preparation. It was reported that during deployment of the suprarenal stents, the back-end wheel broke. The stent graft was successfully deployed using a bailout procedure; however, the final position was lower than planned. The low placement did not result in an endoleak; however, it did require placement of a cuff to ensure adequate seal. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
The delivery system was returned and analyzed. Both pins of the thumbwheel were broken off within their respective mating holes. Both tabs were broken, but at different heights from the base of the wheel. The thumbwheel halves were inspected microscopically, revealing that the break was both ductile and brittle. The event was confirmed; the thumbwheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis.